Manufacturer narrative:
(B)(4).

Event description:
Event notified to (B)(6) ministry of health as a near incident; after a first proper application, when the loading unit was changed the unit jammed. This unit was substituted with a new one and the surgery was completed with no other complication. It is reported a new surgical intervention as consequence of the event, but no other information are provided

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, according to the reporter, the instrument did not fire. There were no injuries to the patient. The unit did not work so it did not create any complication to the patient or the patient tissue. The new surgical intervention was a colon resection.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one reload. Initial visual inspection of the instrument noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack, and a set of sheared teeth was observed on the firing rack. Functional testing of the reload found no abnormalities. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred as a result of the reload interlock engagement. The manner in which the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.